Event description:
It was reported that during surgery when the surgeon was taking the skin graft, the graft had a cut down the middle. An additional graft was taken from the patient increasing surgery time. No additional consequences have been reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Additional report was created under: 0001526350-2023-01085-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue and a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01085. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. H3 other text : discarded.

Event description:
It was reported that during surgery when the surgeon was taking the skin graft, the graft had a cut down the middle. No harm or delay was reported. Due diligence is in process. No adverse events were reported as a result of this malfunction.